Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6)2021, the patient had fractured her right (dominant) leg. On (B)(6)2021, the patient had surgery to repair it. On (B)(6)2021, the patient had a follow-up visit and the x-rays showed one of the screws inserted just above the knee had bent in half and another screw was loose. A revision surgery was performed on (B)(6)2021. The surgeon indicated loose screw was unable to removed and the proximal interlocking screw was fractured and able to extract partially and was unable to disengaged from the broken portion. This report is for an unknown screw. This is report 1 of 2 for (B)(4).

Event description:
On (B)(6) 2021, the patient had fractured her right (dominant) leg. On (B)(6) 2021, the patient had surgery to repair it. On (B)(6), 2021, the patient had a follow-up visit and the x-rays showed one of the screws inserted just above the knee had bent in half. A revision surgery was performed on (B)(6) 2021. The surgeon indicated he was unable to extract part of the screw so part of the old screw is still in the patient¿s bone. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6a. Implantation day, month and year. H6 - codes updated to imdrf codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.